Event description:
Iol calcified on the exposed surface and impaired vision.

Manufacturer narrative:
This product is not distributed in the us, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flex injectable lens approved by the FDA may 3, 2007. Review of the parent lens manufacturing process records confirmed normal manufacture and sterilization. No other complaints have been received for any other lens from this lot. The lens was explanted and sent for analysis. Analysis from (B)(6) confirms one site of the optic demonstrated fine granular deposits on its surface, just below the optic material's surface. The deposits stained for calcium. It might be that the deposits are associated with secondary ophthalmic complications of known type 1 diabetes and history of surgical glaucoma intervention with a significant hyphaema after molteno tube insertion as well as multiple intravitreal triamcinolone and avastin injections. Diabetic pts are at higher risk to develop postsurgical complications due to an increased inflammatory reaction and late postoperative opacification of acrylic iols was described in pts suffering from insulin dependant diabetes mellitus. Edx spectroscopy testing at mpip showed carbon, oxygen and nitrogen - no other elements were detected. This indicates only an element combination that is comparable to acrylic material. Sem findings suggested deposits of microbiological origin, e.g. Fungal or bacterial colonization. The conclusions from (B)(6) are that there is no evidence that the opacifications are due to a material defect of the intraocular lens surface. (B)(4).